Event description:
A couple of weeks prior to report, the patient bumped the pump. On the day of report, the patient went in for a pump refill, and it was seen that the pump pocket was raised and red. The healthcare providers (hcps) were attempting to rule out an infection. It was not known when the symptoms started. Cultures had not been done and the patient was not on antibiotics at the time of report. It was noted that the reporter was wondering about weaning the patient off of the morphine sulfate and, at a later date, explanting the pump. There had been no known interventions performed and the event had yet to resolve as of the previously reported information. Further follow-up was requested to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the patient did not have meningitis. The signs and symptoms of the infection were pain and redness over the site. The infection had resolved and there was no drug withdrawal.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).